Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experiencing diaphragmatic stimulation presented in clinic for follow up. Upon interrogation, the implantable cardioaverter defibrillator exhibited backup vvi operation. A device reprogram was performed successfully. The patient would continued to be monitored with regular follow up.